Event description:
Boston scientific crm received information that noise was observed on the right ventricular (rv) lead, resulting in pacing inhibition of four beats. Interrogation of the cardiac resynchronization therapy defibrillator (crt-d) revealed that the patient had experienced divert-reconfirm episodes. The noise was not reproducible during the follow-up visit. Rv measurements for threshold, r-wave, and pacing impedance were all within normal range. The patient was scheduled for a one month follow-up appointment. No other adverse patient effects were observed. Information was later received that this device was explanted and returned for analysis.

Manufacturer narrative:
As of today, this cardiac resynchronization therapy defibrillator (crt-d) remains implanted and in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.